Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/12/2025, a sales representative reported via email an issue involving product ar-9560-24-2 arthrex univers revers lat baseplate. During a reverse total shoulder procedure performed on (B)(6) 2025, it was discovered that the central hole of the baseplate lacked internal threads required for the inserter to engage. As a result, the glenosphere screw could not be secured to the baseplate. Despite the baseplate being implanted in the patient, the missing threads prevented proper attachment of the glenosphere screw. Additional information received on 9/17/2025: it was reported that the screw from an ar-9564-2433-lat glenosphere could not be inserted due to missing threads in the central hole of the baseplate. As a result, the surgeon proceeded with implantation of the baseplate and glenosphere without the glenosphere screw, relying on the morse taper. The procedure was delayed by an hour or more while attempting to address the issue, resulting in the patient remaining under anesthesia for an extended period.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.